Manufacturer narrative:
Information provided was incorrect with the initial report. The correct information has been included with this report. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons functioned properly. No button error alarm during testing was noted. However, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 17 mg/dl at the time of the call. The customer was hospitalized on (B)(6) 2015. The customer stated that their blood glucose was low from exercising. The customer stated that the buttons on their insulin pump was not responding correctly. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the delivery accuracy test.